Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an intrathecal baclofen, fentanyl, and dilaudid via an implanted pump for non-malignant pain. It was reported the patient had been really sick, on and off for the last 30 days/since the pump was replaced they had not felt well and their blood pressure had been very high. It was noted they were on a high dosage - fentanyl, dilaudid, and baclofen. The doctor "took out 10%" when they did the last refill. It was reported the patient had to go to the hospital/take an ambulance yesterday because of their high blood pressure. The hospital told them that the patient was "overdosed". It was reported the hospital gave them a pill and injection which finally helped bring down their blood pressure. The patient inquired about the rep coming to their home to adjust medication. The agent redirected to the healthcare provider (hcp) and reviewed possible home infusion option since patient had a hard time traveling. It was also noted the patient takes xanax.